Event description:
It was reported two hours post placement of this drainage catheter for a peritoneal cavity abscess drainage procedure, the catheter was found to have fractured at the entry site. The proximal segment was removed without incident. The middle section of the catheter was removed without incident utilizing a hemostat. Attempts to retrieve the distal segment were unsuccessful. Uneventful surgical retrieval of the distal segment followed. Successful drainage of the abscess was also performed at that time. The pt was treated with antibiotics and the pt's condition is good. Three catheter segments, with a combined length of 19 centimeters, were rec'd, evaluated and retained by this MFR. Approx 11 centimeters of the catheter was missing and not rec'd for evaluation. F/u indicated the proximal catheter segment was destroyed following removal. Evaluation of the returned segments indicated the catheter material was brittle with numerous circumferential surface cracks. The distal portion of the catheter exhibited a gray discoloration. Co's f/u revealed this device had exceeded its expiration date at the time of usage by over four years which co believes contributed to this event.